Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was tested on an alternate advia 1800 instrument at an alternate site, resulting lower. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated k result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that indices were not run on the patient sample tested for potassium. Indices are hemolysis, icterus, and lipemia which are indicators of sample integrity and presence of interference. A siemens technical support technician corrected the on end order message, and indices are now reflexing properly. The cause of the discordant, falsely elevated potassium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.